Event description:
It was reported that the patient presented with unstable angina and non segment elevation myocardial infarction. Angiogram was performed and a lesion was found in the mid right coronary artery. A 3.0x28 rx xience prime stent was implanted at the target lesion. After stent deployment, a proximal edge dissection occurred. A 3.0x15 xience prime stent was deployed to cover the dissection. Timi iii blood flow was confirmed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.